Event description:
--

Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) was returned for disposal after explant. No product performance allegations or adverse patient effects have been reported with regard to this device. Routine initial returned device testing indicated that detailed analysis was required.

Manufacturer narrative:
Upon completion of analysis, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspections shows no anomallies. The device memory showed a full energy shock in the shorted lead which resulted in the plasma fuse opening up. The device cannot charge the high energy capacitors when the plasma fuse is open.